Event description:
The stent (subject device) was returned for analysis and it was discovered that the stent (subject device) was prematurely deployed during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the sdw (stent delivery wire) was found to be kinked/bent, the stent introducer sheath was not returned for analysis. The distal tip of the catheter device was found to be deformed. Per the event description, the catheter shaft was cut by the user under the primary strain relief. The stent was found to be located in the cut area of the catheter shaft (which would be located under the primary strain relief had the microcatheter shaft been intact). Although it was not possible to remove the stent, it was clearly noted to be deformed. The sl10 hub was found to be intact. During a functional inspection, the stent could not be released from the microcatheter during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent difficult/unable to advance or pullback through catheter' was confirmed during analysis. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'when the stent went into proximal of xt-17, it could not be advanced any more even after several tries. The operator withdrew the xt-17 and the stent'. Product condition update: after the procedure the operator cut the microcatheter to check the product inside. Note: an excelsior sl-10 microcatheter was returned in which the stent was deployed. Upon further investigation it was clarified that the event had involved an sl-10 microcatheter and not an xt-17 device as is stated in the original event description. Both are recommended for use with neuroform atlas stent deployment. The stent was returned for analysis in a deployed condition inside the microcatheter lumen. The stent was located underneath the position of the primary strain relief which had been removed by the user prior to them cutting open the microcatheter shaft. The stent was no longer present on the sdw (stent delivery wire). It was not possible to remove the damaged stent from the microcatheter lumen. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was kinked/bent at multiple locations along its length. Given the event description and follow-up gfe responses which state that the introducer sheath was correctly positioned and all other preparation steps were correctly undertaken, but which also notes increasing resistance from the time the stent was transferred into the microcatheter lumen, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported and as analyzed code "stent difficult/unable to advance or pullback through catheter " and to the as analyzed codes "stent deployed prematurely during use", "stent deformed", and "sdw kinked/bent" as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.